Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.